Manufacturer narrative:
Investigation: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately we did not receive a consent. An official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. Result: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 sys w/sa25 a.control reserv.(# fx463t) was implanted during a procedure performed on unknown date. According to the complainant, the valve was believed to be blocked postoperatively. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. Patient height : 185 cm.